Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that a clinical patient underwent an initial left partial knee arthroplasty on an unknown date. Subsequently, the patient underwent a lateral meniscectomy and cyst decompression on (B)(6) 2014 due to lateral meniscal tear.